Event description:
It was reported that the battery was intermittently fluctuating resulting in an unexpected shutdown. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
H6: removed code 23.